Event description:
The customer reported that black particles were noted on the back of the elevator during reprocessing involving an olympus ultrasound gastrovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during device evaluation: ke45 (thixotropic adhesive) was observed under the base plate of the k lever (forceps elevator lever) and forceps. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the black particles noted on the back of the elevator were due to the presence of ke45 (thixotropic adhesive) under the base plate of the k lever (forceps elevator lever) and on the forceps. However, the most probable cause of the black particles and the presence of ke45 (thixotropic adhesive) under the base plate of the k lever (forceps elevator lever) and on the forceps was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.